Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported through a remote transmission from the patient's implantable cardioverter defibrillator (ICD) that there was a low impedance warning from the patient's right ventricular (rv) lead. Reprogramming was recommended as there were no other concerns observed with the rv lead. Follow-up indicated that the patient has cancelled three appointments for the recommended reprogramming so no changes have been made. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.